Event description:
Ous MDR - after an implant period of about 30 months inappropriate therapies were reported. Lead damage was suspected, so the lead was replaced and returned for analysis. This is all of the information provided to us. Should additional information become available, this event will be updated. Patient is female, (B)(6), (B)(6) and 152cm.

Manufacturer narrative:
The visual inspection of the lead demonstrated a damaged insulation at approx. 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the locations of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure.